Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the personal knee instrument was returned via the worn instrument program due to being fractured. It was noted that not all the fractured piece were returned.

Manufacturer narrative:
Cmp-(B)(4) reported event is considered confirmed as the returned tasp was fractured. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.